Event description:
It was reported that the neurologist¿s dell x50 handheld computer was no longer holding a charge. The device was plugged in until the battery was fully charged; however, once unplugged, the device indicated that the battery was low on power. The device is generally stored in the office and remains plugged in most of the time. The non-working handheld has not been returned to date.

Event description:
The handheld device was returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.